Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-15441. It was reported that the patient presented in the emergency room after receiving inappropriate shocks for incorrectly interpreting signal. Interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead had dislodged. The patient was taken to the operating room for lead revision. When the pocket was opened, the leads were found to be twisted due to twiddler's syndrome. The lead was unable to be repositioned and was explanted and replaced. The device was re-implanted. The patient was stable post procedure.